Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a sensor error alarm. The customer's blood glucose level was 2.3 mmol/l. The customer treated with food. The customer did not feel well and stated they would call back. Nothing was replaced or returned.